Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a4-a5: no information available. Blocks b6-b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a therapeutic coronary procedure in a severely calcified distal lad. After the ifr measurements and the 3rd stent placement, resistance was encountered and possibly got stuck on a stent. The radiopaque tip sheered, unraveled, and separated in the patient. A second wire and balloon trapping were used to retrieve but was unsuccessful. Therefore, the separated portion was retained free floating in the body. The patient remained in ICU for observation on a heparin drip. This adverse event and product problem is being submitted due to the tip separation requiring intervention, but retained in patient.

Manufacturer narrative:
Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: the omniwire was returned without the distal portion (includes dome, solder joint, portion of distal coil, and portion of shaping ribbon). The returned portion (includes remaining distal coil, shaping ribbon and rest of wire). Visual inspection found a stretched distal coil and sharp edges noted at the ends of the shaping ribbon and distal coil. Based on the location of the separation, it is determined that approx. 3.0 mm in length was not returned. Block h6: the probable cause of the tip separation is likely due to rough handling as it possibly got caught on a stent during removal. Manipulation and strain can damage internal components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.